Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range right ventricular (rv) pacing impedance measurements measuring, less than 200 ohms during a routine follow-up. Thresholds and shock impedances were noted to be within range. Technical services provided troubleshooting options. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.